Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion sets tubing detached from the connector events on 12-oct-2024, 13-oct-2024 and 14-oct-2024.the infusion set has been used for upto 8 hours. The blood glucose level was over 220 mg/dl for event 1 and over 270 mg/dl for event 2 therefore, the patient was treated with correction bolus via pump. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.